Manufacturer narrative:
No implants could be sent back as they remain in the patient. Visual observations from post-op images reveal no unusual areas of interest. It was confirmed that the screws were "adequately fused" and there was "not an implant failure". No cause could be determined as to reported issue.

Event description:
It was reported that a revision surgery was needed to replace a si-lok select screw that was found loose post operatively causing patient pain post operatively.